Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. No phone number was provided. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had issues with the touchscreen.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019, date rec¿d by MFR : 23jan2019. The customer repaired the device and returned the touchscreen assembly to the manufacturer. The touchscreen assembly was received for failure investigation. Visual inspection of the returned touchscreen assembly revealed scratches. The touchscreen assembly was installed to a failure investigation (fi) test ventilator. The test ventilator passed all testing including the touchscreen calibration. The touchscreen operated within the manufacturing specifications. No product deficiency was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.